Event description:
Boston scientific received information that during a post operative check one day post implant, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited increased threshold measurements and high out of range pacing impedance measurements. X-ray imaging revealed that the slack in the lead that was present at pocket closure no longer existed. Additionally, the lead terminal pin was observed to be fully seated into the device header. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The physician elected to continue monitoring the device and lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.